Event description:
It was reported by a customer on (B)(6) 2009 that during a procedure the fiber power level was test fired at 1 watt and the fiber did not work. The fiber was then tested at a higher wattage, 4 watts, and during the testing of the fiber 14 inches from the connector a fire occurred. There was no injury to the facility staff or to the pt. Per the customer, the fiber was inspected after the event. The fiber cable did not appear to have been damaged prior to the incident. The input connector was intact as was the delivery probe. The failure of the fiber appeared to be in the middle of the fiber about 23 inches from the input connector end. There was a break in the fiber where the fiber failed and melted upon the input of laser energy into the fiber.

Manufacturer narrative:
(B)(4).